Manufacturer narrative:
The device has not yet been returned and so a device evaluation is not done. However, some information is available. This supplemental report is being submitted to provide this information. The manufacture date is feb 7, 2013. A root cause cannot conclusively be drawn as the device is not returned. However, since the device was purchased on (B)(6) 2013, it is likely that natural wear and tear or handling damage led to the issue of broken dvi1.

Manufacturer narrative:
Due diligence was executed for this event. There is no additional information available as yet. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during maintenance the device had no image. The dvi #1 connector port was observed to be broken. The dvi #2 connector is functional. There is no patient involvement.